Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause: system design (tolerance stack up issue). Manufacturing / assembly error. Use error. Damage during shipping (inadequate packaging). Damage during shipping (abuse during transit). The reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. Lot number is unknown; therefore, manufacture date can not be confirmed. The catalog # is unknown, therefore the gtin cannot be confirmed. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tubing became detached from attachment.